Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was inserted into the insertion sheath, the carrier tube was observed to be kinked. The device was not used, and manual compression was applied for fifteen minutes to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was carotid artery stenting (cas). It was unknown whether or not a pre-deployment angiography was performed. The size of the sheath ancillary used was 6fr. The puncture site was the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. No definitive conclusion can be drawn as to the cause of the kink that was reportedly experienced. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.